Event description:
It was reported that a shoulder arthroscopy was performed for a biceps tendon rupture using a healicoil anchor. Within a month, the patient began experiencing acute pain on the right shoulder after physical therapy. A shoulder arthroscopy was conducted and found a loose suture which was removed by the surgeon. Patient's situation was resolved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that a shoulder arthroscopy was performed for a biceps tendon rupture using a multifix anchor. Within a month, the patient began experiencing acute pain on the right shoulder after physical therapy. A shoulder arthroscopy was conducted and found a loose suture which was removed by the surgeon. Patient's situation was resolved.

Manufacturer narrative:
H10: the device reported, used in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established. Complaint history, manufacturing records, risk management document and instruction of use review is not possible at this moment as device information is unknown. Based on the information provided the acute pain experienced by the patient was likely due to the re-tear of the repaired supraspinatus. Pain likely caused by new exercised by the new therapist,¿ and not a mal performance of the s&n devices. The patient impact beyond the reported issues cannot be concluded. The report was inadvertently submitted under manufacturer number ¿1219602¿ but the correct manufacturer number is ¿3006524618.¿ h11: corrected information on b5.